Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a low predicative alert. The customer reported experiencing a high of 585 mg/dl earlier in the day. Customer was treated with a bolus and manual injections. The customer also stated their basal rates were changed recently. The customer also reported experiencing a low blood glucose of 40 mg/dl at the time of the call. Customer stated the low was caused by over treatment with insulin. The customer was able to raise their blood glucose to 130 mg/dl with glucose tablets. The customer declined to troubleshoot for their blood glucose. The insulin pump will not be returned for analysis.